Manufacturer narrative:
Concomitant medical products: product ID: 429688 lead, implanted: (B)(6) 2012; product ID: dtba1d1 crt-d, implanted: (B)(6) 2015. Product event summary: the medial portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was removed and replaced. No further patient complications have been reported as a result of this event.